Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device bending section cove rubber glue was found lifting. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggested probable causes of the alleged failure ¿a-rubber glue is lifting¿ traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uetero-reno videoscope bending section cove rubber glue was found lifting. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field (investigation summary). The incorrect verbiage (product technical investigation (pti)) was removed from the investigation summary. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device bending section cove rubber glue was found lifting. The root cause could not be identified. Based on the results of the investigation the suggested probable causes of the alleged failure ¿a-rubber glue is lifting¿ was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.